Manufacturer narrative:
The investigation has determined that reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two different samples from one patient when tested on a vitros 5600 integrated system. The most likely assignable cause for the higher-than-expected vitros tropi es results for the patient is the presence of a sample interferent present in the patient samples tested, in this case, a heterophile. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4450 and lot 4460. (B)(4).

Event description:
The investigation has determined that reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two different samples from one patient when tested on a vitros 5600 integrated system. Patient sample result of 0.15, 0.134, and 0.161 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reproducible, higher than expected, vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).